Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. After 4 days on support without issue, the pump was explanted. During explant, the pump got caught on the perceval valve, causing the valve to shift, resulting in redo thoracotomy and aortic valve replacement. The patient was then managed on central extracorporeal membrane oxygenation without issue. The cause of the device interaction and heart valve incompetence could not be determined due to no product return and insufficient clinical details.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support (msc) and after four days of support during removal, the impella 5.5 device go caught on the valve causing the valve to shift resulting in redo thoracotomy and aortic valve replacement. Therapies used after mcs were listed as respiratory and extracorporeal membrane oxygenation (ECMO). The patient survived the explant with an outcome status of critical. The following additional information was noted: there were no issues with the placement position. The insertion was performed under direct vision using direct aorta, so there were no problems with the placement, etc. The impella 5.5 caught on the persival valve during removal. There was no decrease in flow during support and after removal, the patient was managed with central ECMO.

Manufacturer narrative:
Patient-specific information a4. Weight is unknown. Device status. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.